Event description:
It was reported that the locking mechanism of the epoca rigid guide extensions with quick coupling is loose and does not hold reamers. Also, while the guide was being tested it was noticed that one locking pin was broken. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The evaluation revealed that the guide extensions, one pin has been broken off, and the other instrument we found that both pins have been slightly bent, in both it is enough to enable them to lock in position. As no manufacturing related conditions were found we have to assume that inadequate handling has lead to these damages. No product fault could be detected. Device is not distributed in the united states, but is similar to device marketed in the USA.